Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary 5.2 and 5.1 was not detected on bus. The field service engineer successfully addressed the problem by re-seating the row board cable on the 622 board. Subsequently, they accessed the hardware test application to confirm that all cubies were functioning properly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.